Event description:
(B)(4). Initial info for this spontaneous case was received from a physician on (B)(6) 2009: a physician reported that his (B)(6), wife, was treated with poly-l-lactic acid (sculptra) 2 vials on an unk date in 2008 for an unspecified indication. The physician stated that his wife has noticed small bumps under her skin in the nasal labial area about a couple of months ago (date not provided). At the time of this report, the outcome of the event is unk. No further relevant info was provided. Add'l info for sculptra (lot # and expiration date - not provided) from product technical complaint report case ID (B)(4) dated (B)(6) 2009, received by (B)(6) on (B)(6) 2009: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related.

Manufacturer narrative:
Conclusion: no faults detectable.